Manufacturer narrative:
It was indicated this patient was admitted due to a stroke and they were in critical condition. It was indicated at 23:28 the patient 'entered a critical condition' as confirmed by waveforms at the pic ix. Additional information indicates the patient did not have a pulse at this time. At 23:45, users visualized the patient, noting the patient's face turned purple and an unsuccessful resuscitation was performed. The device was tested on site, revealing no anomalies. The customer indicated there was no alarm generated at the central station, though the ECG events and other events were recorded. The customer did not indicate whether the alarms were generated at the bedside monitor; however, the patient rooms are closed so monitor alarms may not be audible to the user. The cause of death was stated as a delay in CPR due to no alarms being generated, with the delay being 15 minutes between the loss of pulse and intervention. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6).

Event description:
It was reported while monitoring the patient in the stroke unit, the alarms were not generated. Per the customer, this led to a delay in care and the patient passed away.

Manufacturer narrative:
A philips product support engineer (pse) and clinical application specialist (cas) evaluated the device logs and observed a yellow nibp alarm was silenced at the bedside and multiple technical inops for spo2 and ECG. An inop for ECG leads off was generated with the la lead being off. Then there was a 'cannot analyze ECG' from 23:28 on and off until 00:15. The arrhythmia alarms were not enabled until 00:18 by a user request from the pic ix. Once arrythmia alarms were on, the cannot analyze ECG inop ended and an asystole alarm was generated at 00:18. It could not be determined whether the arrhythmia alarms were turned off by default or if this was an action taken by a user because the logs prior to 15:36 that day were not provided. The configuration file was also not provided. The monitor and pic ix functioned as expected per the arrhythmia alarm configuration and ECG inop conditions that were present at the time of the event. Based on the information provided and the log review, it does not appear as if a device malfunction caused or contributed to the reported event; however, alarm management and use error may have been factors. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.